Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree 85 percent) in the moderately tortuous mid rca. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.